Event description:
Overdelivery reported. It was reported that the pump delivered a 1.6ml (as indicated on the display screen) loading dose when 1.0ml had been programmed. There was no pt harm or event reported. Though requested there was no additional info available.